Manufacturer narrative:
This report is submitted on december 5, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on january 31, 2023.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 14, 2023.